Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex cement mix was reported. The event relates to product supplied by an OEM. Method & results: device evaluation and results: not performed as the associated device is OEM product. Clinician review: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product investigated by osartis. Confirmation that an osartis investigation has been initiated by the OEM supplier site. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM.

Event description:
It was reported that the patient's left knee was revised due to loosening of the femoral component. Surgeon reported that the distal femur metaphysis looked "disintegrated." Patient's knee construct was revised to a hinged distal femur construct. Rep confirmed there are no allegations against the revised tibial baseplate or insert. Rep provided primary and revision usage sheets, pre- and post-revision x-rays, and confirmed that no further information will be released.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to loosening of the femoral component. Surgeon reported that the distal femur metaphysis looked "disintegrated." Patient's knee construct was revised to a hinged distal femur construct. Rep confirmed there are no allegations against the revised tibial baseplate or insert. Rep provided primary and revision usage sheets, pre- and post-revision x-rays, and confirmed that no further information will be released.